Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 4 years ago high thresholds, low impedance and non-capture were noted on the right ventricular (rv). The rv lead was programmed off. The patient developed syncope due to advancing atrioventricular node disease. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.